Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty inserting the right atrial (ra) lead into the header of the implantable cardioverter defibrillator (ICD). Mineral oil was used and the ra lead was successfully inserted. The ra lead and ICD remain in service. No adverse patient effects were reported.